Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported the output was not sufficient or the cutting was bad. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormalities. Issue occurred during sealing. No delayed sealing, however there was insufficient sealing where the vessel sealer was not sealing properly/adequately. The overall impression was that the sealing was insufficient. No errors occurred. It is unknown if there was an audible signal (continuous tone) while the pedal was pressed. Unknown if the seal cycle completed with the fast audible tones as expected (si: 2 fast audible tones, xi: 3 fast audible tones). Unknown if there was tissue effect observed during the sealing cycle. No tissue was cut that was not fully sealed. Omentum, blood vessels, etc. Was the target tissue. The target tissue was not under tension during the sealing/cutting process. The vessel was not greater than 7 mm in diameter. No evidence of vessel calcification. The tissue was not exposed to any radiation or chemotherapy prior to the procedure. The jaws did not contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. Unknown if there was any unexpected bleeding. The instrument is available for return. No photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument cut and sealed without any issues on 2 of 2 attempts. The instrument passed the electric continuity test. There was no problem detected. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to problems, including misuse of the product and recognition issues. It passed the ceramic dot and electrical continuity test.

Event description:
Refer to h11 for follow-up information.